Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer. The patient went in for a checkup in (B)(6) or (B)(6) 2015, and they found the pump had flipped. The health care provider (hcp) manually flipped the pump back over at that time. The system was delivering fentanyl. The dose, concentration, and lot number were unknown. The indications for use were non-malignant pain and failed back surgery syndrome. Patient symptoms, diagnostics performed, actions/interventions taken, and the cause of the issue were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.